Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the filament and loaded new calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system exhibited a popping noise and would not perform fluoroscopic x-ray. No patient injury was reported.